Event description:
A hospital in (B)(6) reported to our distributor that a 'heaterwire disconnect' alarm sounded on the mr850 respiratory humidifier when a heaterwire adaptor was connected. This was observed before use on a patient. The humidifier was used in conjunction with the rt125 infant bias flow breathing circuit.

Manufacturer narrative:
(B)(4). The rt125 infant bias flow breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) for that product is k020332. Method: the complaint infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. The inspiratory heaterwire was resistance tested using a multimeter. Continuity test was also performed to determine the electrical connection between the heaterwire and the heaterwire pins. Results: the resistance test showed the inspiratory heaterwire was within specification; however, there was no electrical connection between the heaterwire and the right heaterwire pin. A lot check revealed no other complaints of this nature for lot number 121119. Conclusion: electrical open circuits in heaterwires can be associated with improper crimping of the heaterwire during production, such that it is unable to provide continuity for the full period of use. All rt125 breathing circuits are resistance tested during production, and those that fail are rejected. This suggests the heaterwire became open circuit after release for distribution, possibly as a result of an intermittent crimp connection. (B)(4).